Event description:
The event is reported as: the customer alleges that the patient was experiencing increased breathing. Upon examination; it was confirmed that the endotracheal tube was kinked outside the mouth. Intervention - the endotracheal tube was re-adjusted to release the kink. No report of a patient injury or harm to the patient.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.